Manufacturer narrative:
(B)(4). Device evaluated by MFR: an examination of the returned device identified a break in the hypotube 795mm from the strain relief. There were also several hypotube kinks. There was no damage noted to the tip, balloon, or blades. No tears or holes were noted in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the ramus artery. A 10/3.50 flextome cutting balloon was selected for use. While introducing the device on the guide wire prior to entering the tuohy it was noted that the shaft was broken. The device did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.